Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer's blood glucose was over 400mg/dl, treated with bolus and blood glucose went even higher. The customer declined to perform the high pressure test. The customer was advise to call back if issues persists.